Event description:
Pseudo septic knee. A pt with a history of lyme disease, who experienced knee pain from left knee, 3 to 4 days after their second synvisc injection, and experienced swelling from the knee to the ankle; the pt was given a medrol dose pack, which provided relief from the swelling. The physician's assistant aspirated 10cc of class-1 fluid for a culture, which came back negative; however, the physician has diagnosed these symptoms as "pseudo septic knee". Qa investigation results: data review did not identify any product trends which could potentially have been associated to a product complaint. All synvisc lots released met spec limits and the data showed normal variability.